Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers breakage, objective frame dents on edge, video connector cracks on side with dents on edges, light guide loose adapter and light transmission failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bent outer tube, there was an issue with the image. A root cause could not be identified for the distal fibers breakage, dents on the edge of the objective frame, cracks on side with dents on edges of the video connector, loose adapter of the light guide, and failed light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented an image problem. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.